Event description:
Pt reported a baby born with a "birth defect" (congenital anomaly or malformation), specify - 1q21 microdeletion," post-implantation of breast implant. Multiple follow up attempts were made to determine device relationship to the event, yet no add'l info could be obtained from the pt or the diagnosing physician. No indication treatment or surgical reoperation has occurred. Device remains implanted. This medwatch represents the left side device. See MFR # 2024601-2015-00026 for the left side.

Manufacturer narrative:
Unique identifier(UDI)#: (B)(4). Device labeling addresses: "long-term effects - the (B)(6) core study will continue to evaluate the long-term (10 years) safety and effectiveness of these products. In addition, allergan has initiated a separate large 10-year postapproval study (the breast implant follow up studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as the provide a real-world assessment of some endpoints. The endpoints in the bifs large postapporval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, lactation issues, cancer, suicide, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these two studies." "In addition, concerns have been raised regarding potential damaging effects on children both ro mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery.70, 71 although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding.72 this author recommended further research on infant health."